Event description:
The clinician reports the implant was inserted 2024-07-19 in the patient's mouth. On 2024-07-29, non-osseointegration was verified. No product was returned to the manufacturer. There were no reported patient injuries or complications.